Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent a wound wash out on (B)(6) 2022 due to ongoing infection at the ipg site. The ipg was explanted replaced and therapy restored.